Event description:
Leica biosystems received a complaint of underprocessed specimens. The leica field applications specialist (fas), investigating this event with the complainant, documented the following, "tissue from (B)(6) 2024 came out of the processor under processed and were pretty much un-diagnosable." On 08 august 2024, the following information was received from the leica fas, "after discussing with the customer all patient tissue was diagnosable except for 1." Re-biopsy was recommended for the one (1) patient where patient tissue was unable to be diagnosed. An age and gender were provided for the affected patient.